Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received patient¿s issue has been resolved.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31303. It was reported the patient experienced pain in their right leg following a permanent implant procedure. The patient was admitted to the hospital overnight. Representative met with the patient and patient reported the pain was reduced. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.